Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the implant site due to other surgeries that left the device exposed. The patient underwent an explant procedure. All explanted devices were discarded. No further information has been obtained despite good faith efforts.